Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for compromised force sensor system. The customer¿s blood glucose level was 140 mg/dl. Customer reported that the drive support cap was loose. Troubleshooting was performed. The customer was advised that the insulin pump need to be replace and to revert the backup plan. The insulin pump will be returned for analysis.